Manufacturer narrative:
This report is for an unknown cortex screw/unknown lot. Part and lot number are unknown; UDI number is unknown. There are multiple unknown dates of implantation between january 1, 1991 and december 31, 2006. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: magnussen r., carey j., spindler k., (2009), does operative fixation of an osteochondritis dissecans loose body result in healing and long-term maintenance of knee function?, the american journal of sports medicine, volume 37, number 4, pages 754-759(USA) doi:10.1177/0363546508328119. This study hypothesize that operative fixation (orif) of a loose body into a grade IV defect will heal and approximate ¿normal¿ knee function at long-term follow-up. Between january 1, 1991, and december 31, 2006, all patients who underwent orif of ocd lesions were sought in the billing records. A total of 12 patients (6 males and 6 females) with an age ranged from 12 to 34 years (mean, 19.2 years) at the time of surgery who had grade IV defects and underwent fixation of the loose body into the defect formed the study group. Fixation of the loose body was done using 1 to 4 metal cortex screws (synthes USA, (B)(4)) ranging in size from 1.5 to 2.7 mm. Twelve patients (100%) returned to the operating room for arthroscopic hardware removal 12 weeks postoperatively. Each repaired defect was examined after the removal of hardware at 12 weeks postoperatively. The following complications were reported: one patient, with age at time of surgery: (B)(6)-year-old, with an incompletely healed lesion underwent at follow-up had repeat fixation with subsequent hardware removal 12 weeks later, the entire lesion was noted to be healed and stable. Two patients (17%) were noted to have minor scuffing of the articular cartilage of the tibial plateau adjacent to the repaired lesion. Koos subscale score for knee-related quality of life (mean, 61.9; range, 31-88) was significantly lower (p = .003). This report is for an unknown synthes metal cortex screw. A copy of the literature article is being submitted with this medwatch. This is report 2 of 2 for (B)(4).